Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to all information provided by the reporting criteria going forward.

Event description:
It was reported that an asymptomatic patient presented to the emergency room due to post-sensed t wave oversensing on the ventricular lead. The patient received several inappropriate therapies. Issues was resolved by reprogramming.